Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the pump delivered 20 units of insulin (not programmed by user) while the patient was sleeping on (B)(6) 2012. On (B)(6) 2012, the patient contacted animas and reported that the pump primed insulin out during the load step; however, did not mention the above incident to animas customer support at the time of the call. On (B)(6) 2012, the patient confirmed that at an unspecified time on (B)(6) 2012 prior to going to bed she recalled the pump displaying that it had 56 units and then she woke up (at unspecified time later) to the pump priming on its own. The patient reported that she immediately pulled the site out of her body when she became aware of the issue. The pump reportedly was reading 34 units following the incident. The patient reported that she did have a low blood glucose (bg) of 40 mg/dl and required the assistance of her school coach. The patient claimed she was treated aggressively with food and at approximately at 2am on (B)(6) 2012 her bg was back up to 80 mg/dl. The patient denied any further treatment and reported she discontinued use of the subject pump. The patient informed customer support that she was currently using replacement pump with no bg excursions to report. At the time of the call, the patient informed customer support that the pump had already been sent back to animas and therefore, were unable to review pump settings or history. The patient confirmed there were no issues with the pump's keypad and denied making any manipulations to cartridge cap prior to incident. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Device evaluation: (B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: black box recorded several no cartridge detected and some loss of prime zero force alarms. Testing rewound, loaded, and primed the pump with no loss of prime. When attempting to run pump for 24hours at 1u per hour basal rate, a call service alarm was emitted a few minutes after starting the test. A second attempt also failed due to a call service alarm. Unable to test force sensor calibration due to this alarm. The pump was removed from the case and corrosion was noted on vibrator motor, force sensor plate, display connector, motor flex connector, and various other components. The pump was disassembled and the force sensor plate was seen to be corroded. Unable to get resistance reading on force sensor due to broken trace on force sensor flex cable. Force sensor flex cable was corroded around the pins and brake in the flex cable. The pump passed a flow test. Unrelated to this complaint, there was visible moisture in the display. Leak test failed due to display lens leak. Display was faded, pixilated, and off color. The vibrator motor was not functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.